Event description:
A spinal surgery for fusion of several vertebrae (t10-l2) was planned to be performed with the aid of the brainlab spine and trauma 3d navigation system. During the procedure, the surgeon: registered the first vertebra (t10), verified the accuracy and determined it to be acceptable. Placed the first screw into the vertebra with the aid of navigation. Reviewed the location of the screw with a fluoroscopic image and determined that the screw is located in a different position than shown in the navigation. Removed the screw and re-placed it without the aid of navigation. Registered the next vertebra (t11), verified the accuracy and determined it to be acceptable. Prepared the intended channel for the screw with the aid of navigation. Verified the position of the prepared screw channel with a fluoroscopic image and determined it be acceptable. Placed the screw with an un-navigated screw driver. Reviewed the position of the screw in a fluoroscopic image and determined that the screw position is not as intended. Continued the surgery, including correction of the screw placement, without the aid of navigation. There is no further info available from the hospital regarding potential risks due to the suboptimal screw placement or any negative clinical effects for this specific pt (surgeon refused to provide further info).

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a malfunction or systematic error of the brainlab device; corresponding measures to reduce this anticipated risk as low as reasonably practicable are in place; there has been no serious injury for this specific pt reported to brainlab from the hospital. The most likely root cause for the suboptimal screw placement on t10 is a not detected shift between the info displayed in the navigation system and the actual pt anatomy, caused by a relative movement of the vertebras that could not be compensated by the navigation system, since the reference array was not attached on the bone to be operated on. This potential shift was apparently not detected with the verification functionalities that are available. According to brainlab measured to reduce this already anticipated risk to be as low as reasonably practicable are in place. For the suboptimal screw placement on t11: there is no indication of a involvement of the brainlab navigation, since the surgeon has verified the position of the screw channel (prepared with the aid of navigation) with an according fluoroscopic image before actually inserting the screw without the aid of navigation. Brainlab intends to offer an additional training to this hospital. Regarding awareness date: brainlab got aware of this surgery on (B)(6) 2013. Further follow-up with the hospital has been performed to obtain clarification regarding any negative clinical effects or increased risk for this specific pt, associated with the suboptimal screw placement. On (B)(6) 2014, the hospital informed brainlab that they will not provide any further info regarding this specific surgery or the outcome for the pt. Brainlab concluded that, despite no final confirmation from the hospital is available, a risk to pt's health could not be excluded for these specific circumstances.